Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite sleep appliance broke at the anchors.

Event description:
It was reported that a silent nite sleep appliance fractured at the anchor points. The device was delivered to the patient on (B)(6) 2025, and placed into use the same day. The patient has repeatedly experienced issues with breakage using this device. Initial breakage occurred with the blue sizer bands, which led the provider to recommend switching to a longer size to reduce protrusive force. After multiple band breakages and replacements, the connection between the anchor points and the tray material failed. One anchor was completely separated from the tray, while the second anchor was partially detached. The provider repaired the anchor points; however, similar anchor point separation occurred again with the second set. The tray material remained intact aside from wear consistent with use. No patient harm, injury, or adverse outcomes were reported. Based on the device received on 07/30/2025, it was observed that an anchor was broken off.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. The manufacturer's internal reference number is: (B)(4). Additional information: a2: "age at time of event, date of birth". A3: "sex". B3: "date of event". B5: "describe event or problem". B7: "other relevant history". G3: "date received by manufacturer". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.